Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement procedure. During ventricular fibrillation (vf) induction testing, the local representative depress the induce button for one second. Vf induction was applied for another seven seconds. Technical services informed the local representative that the induction test would self-terminate at 15 seconds. The local representative commented that there has never been telemetry issues in the procedure room prior to this occurrence.

Event description:
This issue has been mitigated via software model 2868 version 1.04.